Manufacturer narrative:
The product has not yet been returned. Lifescan has requested the return of the subject strips for eval, but has not yet received them.

Event description:
A pt reported blood glucose results of "7.1 mmol/l, 8.9 mmol/l, and 10.2 mmol/l" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter and control solution were replaced.